Manufacturer narrative:
Product event summary: analysis found that after doing the calibration several times, only when ventricular output is 20 millivolts, too sensitive. The main board was replaced. The device then passed functional testing.

Event description:
It was reported that there was no response when powering the unit on. The external pulse generator (epg) was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.